Event description:
It was reported that the patient received inappropriate therapy due to noise on the leads. Pli was noted to be decreasing on the rv. Lead replacement is scheduled.

Manufacturer narrative:
Na